Event description:
The pt's two myocardial rate sensing leads were removed from service because of a lead fracture. It is unknown which lead is fractured. Removed from service 5/22/95. Implanted 37 months. The physician implanted an endocardial lead to replace the 2 myocardial leads. Co assumes that the 2 epicardial leads were capped and remain implanted.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.